Event description:
Rptr indicated that a vns dell handheld's computer screen was consistently freezing, indicating a possible software malfunction. The handheld computer and flashcard are currently in prod analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.